Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties occurred. The 90% stenosed, 20mm in length, concentric, de novo target lesion was located in the moderately tortuous, moderately calcified and 3.0mm in diameter distal left anterior descending artery. The lesion contained <=45 degrees bend . After a pt2 guide wire crossed the lesion, a 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for predilation but the device was unable to cross the lesion. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The hypotube shaft was completely separated 79cm from the strain relief. The fractured faces were oval as if kinked prior to separation. There were numerous hypotube kinks. Microscopic and tactile inspection of the inner and outer shafts presented no damage or irregularities. Microscopic and tactile inspection revealed no damage to the midshaft. Microscopic inspection of the distal tip presented no damage or irregularities. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).